Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device experienced syncopal episodes concomittantly with prolonged coughing spell.